Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device has wrong language configuration and that they are not able to modify the primary language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device has wrong language configuration and that they are not able to modify the primary language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The reported issue was confirmed by reviewing the software update language configurations. The issue was resolved by setting the primary language in their setup options profile back to international english and resynchronizing the devices with lifenet to switch the language back. The device remains in service with the customer. Root cause determined to be incorrect language settings in the lifenet server for the geography.